Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1610c199ee, serial/lot #: (B)(4), ubd: 11-nov-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the chevar treatment of a 60 mm diameter abdominal aortic aneurysm. It was reported that the patient had pancreatitis one day post index procedure with associated symptoms of abdominal pain and fever. The patient was treated with medication. The event was resolved two days later and the patient was discharged. The investigator assessed the event as related to the index procedure, not related to the endurant ii stent graft system. The sponsor also assessed the event as related to the index procedure, not related to the endurant ii stent graft system. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information: a CT and laboratory diagnostic tests were performed as part of the treatment for the pancreatitis. The site assessed the event as having a causal relationship to the procedure. If information is provided in the future, a supplemental report will be issued.